Event description:
According to the info received, an end user reported he had a bladder infection 3 times while using a speedicath catheter. He was treated with an antibiotic. He stated he switched to catheters from a different lot and no longer has the problem.

Manufacturer narrative:
The product has not been returned. Without the benefit of exam and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. If additional info becomes available, a f/u report will be submitted.